Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. Testing found that two transistors on the unit were shorted.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative identified the power conversion board was constantly on, even when unplugged. The part was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion board was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device. It was reported that the power conversion was failing. The power conversion was power cycling with the system unplugged and the umbilical cable disconnected. There was no patient involvement. No complications were reported/anticipated.